Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encountered the issue reported that the iabp unit displayed alarms "autofill failure", "low vacuum", and "catheter restriction". The autofill functioned normally during autofill tests. The fse replaced the pneumatic module assembly, and reset to correct time and date. Autofill issue was resolved, and the system time self adjusted to incorrect date. Repeat tests were verified and repeated altering of system clock. The fse then replaced the executive processor board and the issue was resolved. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) that was performed by a getinge field service engineer (fse), it was found that the cardiosave intra-aortic balloon pump (iabp) was not completing its autofill, as well as showing the incorrect date. There was no patient involvement, and no adverse event reported.